Event description:
It was reported that the patient was experiencing inadequate stimulation and well as overstimulation despite reprogramming. It was also noted that the patient was also experiencing burning sensation and the programs were causing the patients neuropathy and fibromyalgia to worsen. The patient underwent an ipg replacement procedure for an MRI conditional ipg and the patient was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.

Manufacturer narrative:
Exact date unknown, event occurred 1 year ago from date manufacturer was made aware.